Event description:
Physician was attempting to treat a moderately calcified lesion with little tortuosity in the superficial femoral artery (sfa), using complete self-expanding stent. The devices were removed from packaging per IFU, inspected and prepped with no issues noted. It was reported that during the procedure, the deployed stent complete se slipped back in the sheath while removing the shaft from the artery. This event occurred during removal of the device following failed delivery at the lesion site. The stent slipped back into the introducer sheath after placement in the lesion. The lesion was pre dilatated using pta. Another complete se stent was then used and the same situation occurred. The devices did not pass through previously deployed stent. No excessive force used during delivery. No resistance encountered when advancing devices. There was no injury or clinical sequelae to patient.

Event description:
Image review procedural image showed multiple angiographic images of the iliac superficial femoral (sfa) and popliteal arteries. These images confirmed the presence of moderate tortuosity and moderate concentric calcification in the proximal sfa. These images showed the presence of what appeared to be balloon expandable stents in the proximal right iliac and the distal left iliac arteries. Images showed the presence of a sheath or device delivery catheter that was delivered contra-laterally over a guidewire from the left to the right iliac arteries. This device was delivered through the stents in the iliac arteries. The images appeared to show the presence of an undeployed stent in the sheath/delivery catheter. But none of the stent can be confirmed to be complete se stents as there is no evidence of the distal and proximal stent markers. The sheath/delivery catheter shows no evidence of the complete se delivery stent distal tip and shaft floating markerbands.

Manufacturer narrative:
Evaluation codes, results: other (based on the information available no root cause can be determined) inherent risk of procedure (stent migration) evaluation codes conclusion: other (based on the information available no root cause can be determined) known inherent risk of procedure (stent migration) (B)(4).